Event description:
Dental implant xhex 4.75mm x 13mm item # (B)(4) was placed on (B)(6) 2008. The clinician reported that the implant was placed on the lower right side. The clinician reported that bone grafting had been performed prior to implant placement. On (B)(6) 2009, the dental implant failed due to extreme pain post operatively. The clinician reported that there was no indication of component defects that would have contributed to the failed implant.

Manufacturer narrative:
The lot record for the implant and its corresponding raw materials were reviewed and all attributes met ace surgical specifications. The implant failure appears to be the result of pt effects: pt pain post operatively with no component defects reported by the clinician. A complaint investigation has been conducted and no manufacturing defects were revealed.